Event description:
During a right hemicolectomy and icg [indocyanine green] testing to check the vascularity an echelon 3000 60mm stapler was used during a side-to-side anastomosis using a transverse colon and distal ileum using a 60mm stapler with a white load. And the common channel enterotomy colotomy was closed with a 60 mm stapler. Two loads without issue, the third would not lock for the last load. A new device was obtained and the procedure continued without further incident. No harm to the patient.